Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the battery flex was damaged (tab traces damaged). The main printed circuit board and interconnect flex were replaced due to intermittent operation. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board and the interconnect flex. Visual inspection revealed no anomalies. Bench analysis also did not reveal any anomalies. Conclusion: all subassemblies submitted for analysis passed testing at the time of analysis.